Manufacturer narrative:
The anti-hcv ii reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6).. The investigation determined that the elecsys anti-hcv assay performed within specifications. Calibration and quality control data were reviewed and found to be within expected ranges. Additional testing of the survey sample using the fujirebio innolia hcv score yielded a negative result, while the elecsys anti-hcv assay result was reactive (1.02 coi). The discrepancy was attributed to a nonspecific false reactive result, which is covered by the assay's claimed specificity. Matrix effects from the pooled plasma sample used in the survey may have contributed to the observed result. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a false-positive result for anti-hcv g2 elecsys e2g 300 on a cobas e 801 analytical unit during an nrl survey (sample e). The survey sample consisted of pooled plasma from australian and western pacific blood donors. The expected result for the sample was non-reactive. The elecsys anti-hcv result was reactive with a value of 1.02 coi. Additional testing of the same sample using the fujirebio innolia hcv score yielded a negative result.